Event description:
It was reported that a patient implanted with an implantable cardiac defibrillator (ICD) and a participant of the attain (B)(6) study was deceased. The cause of death was reported as sudden cardiac death and unknown if related to the ICD system by the adverse event adjudication committee (aeac).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).